Event description:
Pump was reported to overinfuse. A 250ml bag of nitro was set to infuse at a rate of 3ml/hr on side 1. 60ml of the bag reportedly infused in 1 hour. No medical intervention was needed and no patient injury resulted. No specific patient information was able to be obtained.